Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system - controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: 03-mar-2021 / serial or lot#: (B)(6) d9: no h3: no h4: mfg date: 04-mar-2020 h5: no medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient using a ventricular assist device experienced a double disconnect event, resulting in the patient being found unconscious on the floor. Prior to this episode, the patient was noted to be bradycardic. The power disconnect alarm did not sound during the event, and the ventricular assist device stopped. The patient's spouse reconnected the batteries, and the pump restarted. The patient was subsequently admitted to the hospital, where a pacemaker was inserted. Log files were downloaded at the hospital, but an error occurred when attempting to submit them to the autologs website. Engineers reviewed the logs and found no internal battery alarm or abnormal charge status. An elective controller exchange is planned to ensure the double disconnect alarm functions properly.

Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Additional products: controller 2.0 (B)(6), h3: yes, h6: the codes present in section h6 correspond to components/products that comprise the reported event. Product event summary: the ventricular assist device (vad) (B)(6), one (1) controller (B)(6), and one (1) monitor (unknown serial number) were not returned for evaluation as all devices remain in service. A review of the manufacturing documentation was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis revealed several decreases in power consumption and estimated flows on (B)(6) 2025; and ten (10) low flow alarms were logged since on (B)(6) 2025. Log file analysis also revealed three (3) controller power-up events on 18/mar/2025 at 19:44:54, 19:45:37, and 19:46:09, indicating a loss of power to the controller. The data point prior to the losses of power revealed that (B)(6) was connected to power port one (1) with 86% relative state of charge (rsoc) and an active adapter was connected to power port two (2). The data point after the first losses of power revealed that (B)(6) was connected to power port one (1) and (B)(6) was connected to power port two (2). No anomalies were observed leading up to the losses of power. The controller was without power for three (3) minute and forty-two (42) seconds, seventeen (17) seconds, and approximately (29) seconds, respectively. It is likely that the loss of power was perceived as the reported vad stop event. Log file analysis additionally revealed a missing validation string. The logs obtained from the monitor were unable to be used to create an autologs report due to the absence of the md5 checksum. As a result, the reported events were confirmed. The most likely root cause of the reported "autolog error" event can be attributed to the inability of the monitor to generate a checksum since the first-generation monitors are not equipped with this functionality. The reported no double disconnect alarm likely refers to the no power alarm. The no power alarm not sounding event could not be confirmed. Applicable risk documentation and experience with events of similar circumstances were considered; events with alarms not sounding may be attributed, but not limited, to a faulty speaker and/or a faulty controller internal battery. Based on the available information, the device may have caused or contributed to the reported event and observed low flow finding. Based on the risk documentation, possible causes of the low flow finding may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Per the instructions for use, cardiac arrhythmia is a known potential complication associated with the implantation of a vad. There was no evidence that the patient had a his tory of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, and the patient's complex post-operative course. Th ere are possible patient, pharmacological and procedural factors that may have contributed to this event. The most likely root cause of the loss of power event can be attributed to the double disconnection of power sources as described in the event details. CAPA: p r00551638 investigated controller losses of power. Even though this CAPA is now closed, (B)(6) falls in scope of this CAPA. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.